Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that the patient experienced intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.